Event description:
It was reported that the patient's ipg was at end of life. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information received indicates that therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.